Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware failure. Patient was advised by dexcom technical support to restart device. Patient said he was not able to perform restart at that time but would call back if he needed further assistance.